Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump would not charge with the tandem usb cable. The customer also experienced an unrelated elevated blood glucose (bg) level of 271 (mg/dl). Reportedly, customer is new to pump and is still working with health care provider on proper settings. Customer delivered a bolus to address bg levels and used an alternate usb cable to charge the pump. System check with tandem technical support indicated the pump was performing as expected; however, the cartridge uses humalog and is changed every 3 days. Customer was reminded that humalog is indicated for use up to 48 hours. Recommendation was made to consult with health care provider to discuss diabetes management. A replacement usb cable was sent to customer for charging issue.